Manufacturer narrative:
The device history record (DHR) and quality records were reviewed. These documents demonstrate that procedures were correctly followed. Complaints which are serious in nature are reviewed on a regular basis or for due cause to provide visibility and escalation. In addition, complaints are also monitored for trending on a monthly cadence.

Event description:
The consumer stated that a tampon came apart upon removal and tampon pieces remained inside of her. She indicated that the event occurred with seven tampons used. She stated she was unsure if she was able to remove the remaining pieces. The consumer sought medical assistance and no further pieces were found. Consumer reported she was fine, no further follow ups are tasked.